Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited noise which was over-sensed and resulted in pacing inhibition. It was reported that the patient was pacer dependent. An invasive procedure was performed. This lead was successfully explanted and replaced. No adverse patient effects were reported. This lead has not been returned for analysis. Should additional information become available this report will be updated.